Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Internal catheter wires broken inside catheter. Severe kink in catheter material 37cm from sensor case. Sutures attached to catheter body. Multiple kinks and bends along catheter body. No testing was possible. Mfg. Date: 12/05/2012. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that after monitoring for a long period of time, the cable disconnected. After reconnection, a reading of 99 appeared on the monitor. After replacing all hardware, it was determined that the sensor was faulty. The sensor was replaced and resumed normal icp monitoring.